Manufacturer narrative:
The serial number of this device is not available at this time but will be provided at the time of the follow up report.

Event description:
It has been reported that the device is failing self-test.